Manufacturer narrative:
(B)(6). Manufacturing location: (B)(4). Manufacturing date: december 01, 2011. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a false joint surgery, the jaw of the forceps broke. The forceps were used on the bone and once the forceps were compressed to hold the bone, they broke. No fragments were left in patient. There was no harm to the patient. No delay to surgery time. They used same like product to complete the surgery successfully. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Manufacturing investigation was completed for part# 399.050, lot 7577802. Review of the device history records review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Instrument part #399.050 lot 7577802 was produced and assembled by external supplier (B)(4) and part marked, final cleaned and packed at synthes instruments (B)(4) site in the time frame aug 2011 - dec 2011. All manufacturing and assembling steps were performed correctly. All inspection steps were performed and show no deviations to specifications. The hardness measurements of the broken part and of the mouth of instrument part# 399.050, lot 7577802 have been performed and show no deviations in hardness from the specification. The root cause could not be determined at the manufacturing site. No manufacturing related issue was identified and/or confirmed. Corrected data: device manufacture date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.